Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following: during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of four dispense tests in the lab. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is completed. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 9 mg/ml saline via an im plantable infusion pump for an unknown indication for use. It was reported that the pump "died and quit working." No alarms were heard or reported by the patient. The patient was on minimum rate with saline in the pump. It was reported that the healthcare professional (hcp) was unable to aspirate in the clinic, but in the operating room the doctor was able to aspirate and determined the catheter was patent. The pump was replaced and the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No symptoms were reported. No further complications were reported.